Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. B1: adverse event and product problem selected for this event b2: hospitalization and required intervention to prevent permanent impairment/damage (devices) selected for this event instead of other serious (important medical events). D10: (B)(4)/ liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells. (B)(4)/femoral head sterile product do not resterilize 12/14 taper. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat #:00631005032/liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells/ lot #: 63595908. Cat #: 00801803201/ femoral head sterile product do not resterilize 12/14 taper/ lot #: 63593580. Foreign source: brazil. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a hip revision approximately four years post implantation due to instability and loosening of the acetabular component. The shell was removed and replaced. Attempts have been made and no further information is available.